Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: multiple photos and one b. Braun IV bag were provided to our quality team for evaluation. Upon visual evaluation of the photos, the c100-o infusion adapter was observed assembled with the IV bag. The adapter appeared to be fully inserted, and no concerns with the connection were identified. Functional testing was performed using the returned IV bag by inserting a c100-o infusion adapter into the port. The evaluation confirmed that the product connected properly, the connection was secure, and no leakage was observed during testing. The product undergoes routine inspections throughout the manufacturing process to help ensure quality and proper functionality, including verification that all dimensional requirements are met. Because the specific lot involved in this event is unknown, a device history review could not be performed, and retained samples were not available for additional evaluation. Based on the photo review and functional testing conducted with the returned IV bag, we were unable to identify a root cause related to the product or manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd infusion adapter c100-o had a loose connection. The following information was provided by the initial reporter: the customer uses a b. Braun 1000ml saline bag for etoposide doses (occur weekly-biweekly). Bd's optima infusion adapter c100-o does not seat securely into the port of this specific 1000ml saline bag currently in use. The collar of the spike does not fit into the port, causing it to be easily pulled out. This created some concern from the pharmacists. No impact to patient. Please provide investigation response to me at (B)(6).